Manufacturer narrative:
(B)(4) the sample was not returned; therefore, a device evaluation could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was outside of the cap of a minicap prep kit. There was no patient injury or medical intervention associated with this event. No additional information is available.